Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following information was reported via MDR report# mw5109196, received on 13-may-2022: during the procedure, the doctor inserted the instrument into the patient. Upon use, surgeon noticed a problem, removed the device and discovered that the tenaculum was broken. Upon further investigation, it was discovered that the screw was missing. After imaging and fluoroscopy, the screw was located and removed. No patient injury, death or surgical delay was reported. No additional information was provided.

Manufacturer narrative:
The uterine tenaculum was not returned for evaluation after three good faith attempts (gfes) were made. No valid integra product ID has been provided; therefore, an evaluation of the device could not be performed and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the issue of a broken screw may be the result of wear or rough handling/environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.